Event description:
It was reported a exeltra plus single use dialyzer was missing the port caps on both the blood compartment ports and dialysate ports. The issue was noted before use, after the overpouch packaging was opened. The reporter indicated that the dialyzer was discarded prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the dialyzer was not returned, a device analysis was unable to be completed. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Additionally, retention samples were analyzed and all were found to have the necessary port caps. Should additional relevant information become available, a follow-up report will be submitted.